Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin (1 gram in the first bag and then every fourth day; duration not reported) and magnova (1 gram in the first bag and then 500 milligrams in each exchange; specific frequency, and duration not reported) for the peritonitis event. Action taken with dianeal therapy was not reported. The patient was recovering from the peritonitis event. No additional information is available.